Event description:
The customer reported the subject device failed upon initial use. It would not pair with the laser or go into standby ready mode when the button was pressed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing did not confirm the reported issue (failure to pair). The device did not have batteries installed. Known good batteries were installed. While following the instructions for pairing in the technical guide and onscreen, the footswitch paired normally. It passed the system check test and also was able to ready and unready each time it was pressed in standard operating mode. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device failure occurred due to inadequate instructions to pair the foot pedal with the laser system. Olympus will continue to monitor field performance for this device.